Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: ddbb1d1 ICD implanted (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced high pacing impedance and had an apparent conductor fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.